Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 3

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced an event where three infusion set tubing got detached from the connector on (B)(6)2024, (B)(6)2024 and (B)(6)2024. The blood glucose level was high and the patient was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction tubing detached from tubing-tubing connector. The batch 6005864 in question was manufactured at the (B)(6) site. Complaint investigation: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (static pull test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6005864 was manufactured according to the wi version 111 manufactured in the line inset 3, on 07/mar/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4c00484 was manufactured according to the wi version 61 manufactured in the machine sc03, on 03/mar/2024, with a total of (B)(4) units. The lot 4b05082 was manufactured according to the wi version 61 manufactured in the machine sc03, on 05/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 20/may/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6005864 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.